Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence and that an occlusion alarm occurred. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 212 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue of alarm 20 was verified, however the alleged issue of an occlusion could not be verified.